Event description:
Company called the pt for a follow-up and the pt stated that they received irritation on their skin. They stated that they were having selected skin pain underneath their bandages. They removed all bandages and wrappings from their hand, and saw that there was a blister and redness inside and around the area where the electrodes were at. The pt stated that they used the surgi stim constantly and that they went to their doctor concerning this matter. The doctor did not prescribed pt anything but told pt to leave it alone and let it heal by itself. The pt stated that when they went home, they popped the blister anyways, and applied neosporin so that it could heal faster. Pt states that they now has one scar on their hand because of it.